Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was shaking and having a really hard time, and when the implantable neurostimulator (ins) was checked it showed that therapy was off as of (B)(6). It was stated that the therapy turned off by itself, and that once the ins was turned back on shaking stopped. The patient previously reported and had the same thing happen once before where the manufacturer representative (rep) assisted them in turning the implant back on. Follow up information received from the healthcare professional (hcp) reported that the patient first experienced the ins turning off by itself in (B)(6) 2017. The cause of the issue was undetermined and possibly related to the patient not charging. To resolve the issue the patient was given a new charger, but it is unknown if the issue resolved as they have not heard anything from the patient since (B)(6) 2016. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.